Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that he had a motor error alarm on the insulin pump. Caller stated that the pump belongs to his friend jasper, who is in the process of donating his pump to him. Caller's current blood glucose was 480 mg/dl. Caller was advised to call back if he needs to troubleshoot the pump for a motor error alarm.